Manufacturer narrative:
(B)(6) implanted 2 yrs prior to reported event. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine mfg date without a lot number.

Event description:
No reported malfunction with vectra plate. Zero-p implanted at adjacent level without incident. Pt implanted with vectra plate at c5-c6, c6-c7 two yrs prior, achieved fusion, surgeon noted adjacent level disease at c4-c5. Vectra plate was removed on (B)(6) 2010 for ease of acdf and implantation of zero-p implant at c4-c5.